Event description:
On 01/07/1999, following an intravascular procedure an angio-seal device was placed in a pt's groin. Reportedly during deployment the device broke off, cut off the circulation, and cut the artery. The pt was taken to surgery where circulation to the leg was restored and the artery was repaired. The pt subsequently developed an infection at the site, that remained an open wound. The wound was debrided on 01/28/1999. The pt continued to complain of pain. As on 04/01/1999, there has been no further report to the MFR of complication or add'l pt sequelae.